Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 2/4/2019, device returned to manufacturer? Yes. Device evaluation: the return sample was decontaminated and inspected under the microscope where a cut in the optic zone was observed. It also noted that part of the lens was missing. In addition, viscoelastic residues were observed on the optic zone. Both haptics were observed positioned. The lens condition is similar to a lens that has been cut and removed. Based on the condition of the lens received, the complaint was verified. However, it could be related to the handling process. A product quality deficiency was not identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). Removed within initial procedure. If explanted; give date: n/a (not applicable). Replaced within initial procedure. Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, a z9002 17.5 diopter was not used due to a crack observed when inserting into the patient's operative eye. There was no surgical intervention performed and patient is doing fine post operatively. No further information was provided.